Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "the probe did not fit the trocar" (fitting problem). The facility purchasing agent reported the probe did not fit the trocar. No patient impact reported.